Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at the emergency room with the pacemaker protruding out the chest from an unrelated infection. The system was explanted successfully. The patient is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.